Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent initial bilateral total hip arthroplasty procedures on unknown dates. Subsequently, patient underwent a bilateral revision on (B)(6) 2015 due to poly wear. No further information is available.